Event description:
During ivc filter placement in jugular, the legs of the catheter of the filter would not spread open appropriately. Several attempts were made to re-sheath the filter and re-deploy without success. The filter had to be deployed without the legs opened appropriately, it was snared and another ivc filter was placed successfully.